Manufacturer narrative:
Outcomes attributed to adverse event, type of reportable event: a risk to the patient's health could not be excluded for these specific circumstances, since pilot holes and screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeons (treating clinicians): the deviation of 5 of the 28 spine screws placed with the aid of navigation was detected by the surgeon with intra-operative CT scans before finalizing the surgery, and these placements were addressed with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with the placements acceptable at the end of the surgery.- there was no direct (or increased) risk to harm a critical structure by the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, and there was no surgery/anesthesia delay for the patient. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause for the deviated screws at right and left t9, right and left t10 and left t3 by ca. 2-3 mm, is: relative movements between the vertebrae operated on (t9 and t10, and later t3) and the vertebra where the navigation reference array was placed (l4 and later t10 respectively), due to the forces applied to the bone during the surgery. Multi-level navigation - i.e. Operating on a different vertebra than the one the patient reference array for navigation is fixated to or operating across multiple vertebrae without remounting the patient reference and reregistering - can result in relative movements of the vertebrae (actual anatomy) during the surgery that cannot be compensated by the navigation software displaying instrument positions on the registered pre-placement patient image scan. An anatomical movement is visible in between the intra-operative CT scans at this surgery. Apparently, the resulting deviation between the actual patient anatomy during surgery and the registered pre-placement patient image scan displayed by the navigation was not recognized by the user with the necessary navigation accuracy verification throughout the procedure, during the preparation and placement of the screws bilateral at t9 and t10, and at left t3. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to re-iterate the relevant topics regarding the use of the device to this customer.

Event description:
An open surgery on the thoracic and lumbar spine for posterior spinal fusion (psf) of vertebrae t3 to l4, for scoliosis correction, with intended placement of 28 vertebra screws bilateral for fixation, was performed with the aid of the display by the brainlab navigation software spine&trauma 3d 1.5. During the procedure the surgeons: with the patient in prone position, attached the navigation reference array on the spinous process of vertebra l4. Acquired an intra-operative CT scan of the lower half of patient's region of interest with automatic image registration of the current patient anatomy to the navigation. Verified the registration and accepted the accuracy to proceed. Starting with left t9, used the navigated pointer to determine the screw trajectory and the navigated drill guide 2.6mm with depth control to drill into the vertebrae to create the pilot holes on the left side in vertebrae t9-l4. Calibrated a non-brainlab tap to navigation and threaded the pilot holes. Placed the spine screws with a non-brainlab screwdriver also beforehand calibrated to navigation, following and into the pilot holes left t9-l4. Used the same navigated procedure to place the right side screws in t9-l4 (by the surgeon standing on the right side). For the upper half of this procedure, re-placed the navigation reference array with a non-brainlab fixation mechanism at left t10, and acquired another intra-operative CT scan of the upper half of patient's region of interest with automatic image registration to navigation. Detected from this second scan that the screws placed in t9 and t10 deviated from their intended position by ca. 2-3mm, left screws deviating lateral, the right ones medial. Decided to remove the screws in t9, whereas the screws in t10 were deemed acceptable without correction. Following the same navigated procedure as before, placed the spine screws bilateral in vertebrae t3-t8. Determined from a verification intra-op CT scan that the left t3 screw was placed ca.2-3mm too lateral, and removed the left l3 screw. Acquired another intra-op CT scan with automatic registration, to re-place the left l3 screw to its correct location- as well as to re-place also the left t9 screw (right t9 was not replaced). Confirmed with a final verification intra-op CT scan that all placements were acceptable. Completed the fusion surgery successfully as intended and closed the patient. According to the surgeons (treating clinicians): the deviation of 5 of the 28 spine screws placed with the aid of navigation was detected by the surgeon with intra-operative CT scans before finalizing the surgery, and these placements were addressed with navigation at the very same surgery. The final outcome of this surgery was successful as intended, with the placements acceptable at the end of the surgery. There was no direct (or increased) risk to harm a critical structure by the deviating placements. There was no harm nor negative effect to the patient due to the deviating initial placements, and there was no surgery/anesthesia delay for the patient. There were further no remedial actions for the patient done, necessary or planned. Hospitalization was not prolonged either.